Manufacturer narrative:
Date of event and therapy dates are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2020-02193. 1627487-2020-02194. It was reported that the patient's lead migrated, high impedances were measured at the lead contacts, therapy reduced by itself, and therapy became ineffective. Because therapy became ineffective, the patient stopped charging the ipg, contrary to recommendation. The ipg became inoperable. As a result, surgical intervention may occur to address the issue. It is not known which lead had the reported issues, so both leads are being reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received that surgery occurred to explant and replace the left lead and the ipg, which resolved the issue.